Event description:
It was reported by the customer that, " they have had 3 or more patients possible receive a bolus of medication." The nurse also states that they are seeing pressure fluctuations with minimal movement of the tubing. This includes changing the position of the tubing on the bed, restarting after alarms and line changes. The nurse also states that when switching out tubing for a pressure infusion, the patient had an increased heart rate and blood pressure. Although requested, further information was not provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had possible medication bolus was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that, " they have had 3 or more patients possible receive a bolus of medication." The nurse also states that they are seeing pressure fluctuations with minimal movement of the tubing. This includes changing the position of the tubing on the bed, restarting after alarms and line changes. The nurse also states that when switching out tubing for a pressure infusion, the patient had an increased heart rate and blood pressure. Although requested, further information was not provided. Bd later learned additional information after an onsite visit the following information: the events took place between 5/13 and 5/14: there were 3 infusions running and an additional infusion needed to be started. At that time, the patient had a trifuse and they changed the tri to a quadfuse to have enough connections. The patient had a 4fr double lumen catheter and possibly a peripheral line at this time. Their practice is and the assumption was made that the intermittent medications and boluses were put through one port of the double lumen and the continuous meds through the other port. A mc 100 ICU medical microclave is used on the central line and proximal end of the microbore tubing connected to the syringe pump. They use an ICU medical trifuse/quadfuse 3-inch smallbore prime volume approximately 0.54 ml they use bd maxguard me2020 prime volume approximately microbore extension tubing between the syringe and the quadfuse the primary IV set for the large volume pump is 2426-0007 (3 smartsites and prime volume approximately 26mls). There are no high-pressure valves in this set up. They do not use the pump prime feature with the syringe pump. Education provided on the need to use the pump prime feature with very low flow rates education was provided on using the smallest size syringe for the volume required to improve flow rate continuity. The nurse primed the quadfuse with saline and then connected the quadfuse to the port on the double lumen that the trifuse was removed from and the lines connected to the quadfuse. (This is not their normal practice). The nurse started the new infusion which was on a different pcu. The pcus were stacked on the pole and the epi was on the bottom pcu education was provided on trying to keep the critical drips with channel select at the level of the heart. It was noted that after this happened, that the patient's blood pressure went up and the heart rate came down. This stabilized. Overall, this patient was very unstable. This patient's epinephrine was frequently being titrated and was anywhere from 0.05 to 0.3 while on the epinephrine. Additionally, on the same patient the nurse reported that they moved the tubing that was looped down over the front of the pump to the back of the pump on an lvp, and this also appeared to cause a spike in pressure. None of the devices involved were sequestered and none of the tubing was saved. The tubing was not saved for any of these infusions.